Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal hysterectomy, when the surgeon ligated the uterus with the suture, the suture was found broken. Another package was used to ligate the uterus with the same lot, and disconnection occurred again. The surgery was successfully completed by using another needle from the other package from the same lot number. No patient injury.